Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
User facility reported that the device was in use with pt (time in use not provided). According to the reporter the nurse repositioned the warming blanket and noted pt had sustained burns (first degree burns) and blisters. Further info (time in use, temp setting of the device, position of the pt, type of blanket use, type of pt treatment) has been requested from reporter and not received at this time. No permanent adverse effects to pt reported.